Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a bent cannula and obturator. The cannula and obturator were both fractured at the site of the bend. The likely root cause of the event is a combination of force exerted on the trocar greater than it could withstand during insertion and material degradation during the molding process, which could cause the part to be more prone to fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: laparoscopic incisional ventral hernia repair. Event description: upon insertion, the obturator was in the cannula and the cannula shaft bent about a 15 degree angle. Regarding surgeon technique, it was noted a 9-3 twisting motion was being used, and that the pushing force was not more than normal. There were no scope or instruments within the trocar when the bending occurred. A new trocar was opened and it worked fine with no issues. Type of intervention: na. Patient status: patient is fine. No patient injury.